Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh, novasilk, and t-sling-universal were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with coloplast novasilk mesh, robotic assisted laparoscopic sacral colpoperineopexy with a robotic assisted ventral rectopexy with surgisis augmentation, robotic assisted sacrocolpoperineopexy with repair of anterior rectocele with biologic graft attached to perineum and a contiguous repair, lysis of adhesions, mesh sling procedure and cystoscopy; due to post op vaginal prolapse stage 2 with stage 3 anterior apical prolapse, cystocele as well as anterior rectocele with partial rectal intussusception and perineal descent, stage 2 rectocele, obstructive defecation and internal rectal prolapse as well as vaginal prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.